Event description:
It was reported that the tip of the device broke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device broke.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath confirmed the presence of a broken ceramic tip. The broken ceramic tip was not returned with the sheath. The probable root cause for the broken ceramic tip is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.